Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter had an "apply sample" issue. The patient indicated that the alleged meter issue started on an unspecified date/time a week prior to contacting lfs the same day. On an unknown date/time a week after the alleged issue began, the patient claimed that she developed symptoms of dizziness and sweating. The day prior, at 5:00 pm, the patient administered self-treatment by eating food and/or drinking a beverage. The alleged meter issue was resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion. The patient claimed that she developed symptoms that can be associated with a serious injury a week after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.